Event description:
During a ptca treatment procedure, the maverick otw 20/2.50 mm balloon and a balance guidewire became stuck on one-another. The lesion being treated was a 90% stenotic lesion in the mid right coronary artery. The maverick otw balloon and the balance guidewire were removed as a unit. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'stable'.

Event description:
It was further reported that the pt was asymptomatic during this event. Two inflations were performed, but the number of atms of each is unknown. The physician used a guidant balance guidewire and a brite tip guide catheter to cross the lesion. The maverick otw balloon and the balance guidewire were removed as a unit and replaced with another maverick otw 20/2.50 mm balloon and a choice pt guide wire to successfully complete the procedure. Pt status is reported as 'good'.